Manufacturer narrative:
(B)(4). This is a report of a customer who experienced a low priority alarm 30166 due to a use error further described as the customer changed the red clamp bag to the supply line. Use errors and proper user instructions are addressed in the amia automated pd system patient guide, which is shipped with every amia automated pd system. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell three of four while the patient was connected. During troubleshooting, the nurse stated that the patient had changed the red clamp bag to the supply line. There was no patient injury or medical intervention associated with this event. No additional information is available.